Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connectors on the external pulse generator (epg) were broken. The status of the epg was not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis revealed the ventricular output connector is broken. The lower case is broken. All bails and bail covers are missing. The keypad is damaged. The external pulse generator (epg) was scrapped. If information is provided in the future, a supplemental report will be issued.